Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged power issue started three days prior to her contacting lfs customer service. The patient reported managing her diabetes with 500mg of metformin twice a day. The patient stated that she tests her blood glucose 3-4 times a day and that her normal results are between 90-110 mg/dl. The patient denied making any changes to her normal diabetes management despite the alleged issue starting. The patient claimed that at 2 a.m. On (B)(6) 2012 she felt dizzy, shaky and lightheaded and also reported having a headache, which she associated with low blood glucose. The patient informed the mss that at the onset of symptoms she consumed a bowl of cereal and felt better within 2 hours. The patient stated that on 06/14/2012 she went to the doctor because she 'fell down' due to being dizzy. The patient's doctor reportedly checked her blood glucose and obtained a result of ''98 mg/dl.'' The patient claimed that her doctor administered a shot of 'something' to bring her blood glucose up; however, the patient could not recall what the 'shot' was. The patient reported feeling better within 1 hour of being administered the ''shot.'' At the time of troubleshooting the customer care advocate (cca) noted that the battery did not need to be replaced in the subject meter and that it was the patient's first time using the subject meter. The cca confirmed that the subject meter would not power on manually or with a test strip. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury after not being able to test her blood glucose as a result of the alleged power issue. In addition, the patient reported having to see her doctor and receiving treatment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.